Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 5 of 5 reports for the same patient. Related records: (B)(4).

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient went to the hospital; however, no symptoms or information about how the cgm was functioning was reported. The patient was at the hospital for approximately 4 hours under observation and had his glucose levels monitored. Afterwards, the patient was discharged. At the time of the report, the patient was doing fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that the dexcom was reading 144 mg/dl and dropping. The patient passed out within minutes. A finger stick reading showed a blood sugar of 28 mg/dl. The patient noted that the dexcom always reads way above their blood sugar and when they try to calibrate it, it reads further off. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.